Event description:
It was reported that the distal lens were cracked and light fibers damaged. The malfunction happened during set up for an arthroscopy and was solved with no delays or patient harm using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the device, which was not used in a procedure, was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and showed the scope to have deep distal tip and fiber damage, a dented outertube and a cracked negative lens. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. This failure is confirmed not originate from manufacturing, packaging, or labeling defects. This damage is caused by contact with another source. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No manufacturing related defects were observed.